Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was having difficulty communicating with a patient's generator. The 9v battery of the wand was replaced but the issue did not resolve. The serial cable was unplugged and plugged back into the tablet which did not resolve the issue. The company representative left the office but returned at a later date with additional serial cables, which after replacing the cable the programing system could achieve successful communication. Analysis was completed on the returned serial cable and the cause of the failure to program was associated with a disconnected wire connection in the serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.